Manufacturer narrative:
Per the clinic, a skin flap revision was performed under a general anaesthetic on (B)(6) 2019 during an abutment change. This report is submitted on may 4, 2020.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the recipient experienced an infection, pain and skin overgrowth. The infection was treated with an antibiotic.